Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-24998.

Event description:
The customer reported that she was hospitalized with a high blood glucose of 490 mg/dl, which she attributed to issues with her infusion set and her endocrinologist attributed to issues with the infusion site. The customer's symptom was ketones in urine. The customer was unsure if she was in an accident prior to being hospitalized. She was wearing the insulin pump at the time of hospitalization.